Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had a blank screen after troubleshooting for an unexpected restart alarm. Was unable to complete troubleshooting; due to insulin pump alarming. Customer's blood glucose during incident was 36mg/dl. Assisted customer in reviewing alarm history and displayed motion sensor test failure alarm. Advised customer the insulin pump will need to be replaced. The customer's blood glucose was 346mg/dl.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. We were unable to verify unexpected restart alarm, motor error alarm or off no power low battery indicator due to blank display. The insulin pump was received with corroded motor home switch. The insulin pump was received with cracked belt clip slot and minor scratches on lcd window.